Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with multiple low speed operation alarms with the pump speed going to as low as 1,200 rpm. X-rays of the driveline were inconclusive and did not show any compromised areas. A thoratec technical services team member evaluated the patient's percutaneous lead and provided the hospital with a non-grounded patient cable for the patient's use pending a decision by the hospital on the next step for the patient's course of treatment. Additional information submitted to the manufacturer indicates that the hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.